Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced over-delivery as the reservoir showed more insulin than the actual, DHR was requested for other reasons. The customer reported a blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with discontinued use of the insulin delivery system, and glucose/carb intake. The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting. The event involved product(s) mmt-1884l, mmt-243a, mmt-332a, and mmt-7040a. Troubleshooting was performed, and the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer believes the pump is over-delivering. The customer was able to upload it to carelink. No further customer complications were reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-243a. Mmt-332a was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Pump history files and traces successfully downloaded using thump. Pump history does not cover event date with earliest data at march 26, 2025. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails and pillowing keypad overlay unable to confirm low bgs during analysis. The pump passed all required testing and is functioning correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.